Event description:
During the middle of the case, the user reported that patient was not able to exhale and the patient's pressure was dropping. The breathing bag began to expand. The condition was present initially in automatic ands then manual ventilation. The user was making adjustments / checking the breathing system assembly, jiggled something and the device began to work normally. The case was completed using the machine. No patient injury.